Event description:
The case states that the facility reported 3 confirmed ercp fujinon 530 scopes contaminated in the elevator channel with cre.

Manufacturer narrative:
The case state that 3 scopes confirmed tested positive for cre in the elevator channel. The scopes were fujinon 530 duodenoscopes used for ercp procedures. The scopes were immediately removed from service and further investigation is underway to find the root cause for the cre positive results. Medivators sales representatives and clinical specialists were immediately onsite reviewing the facilities reprocessing activities using medivators automated endoscope preprocessors, scope buddy, and veriscan. All medivators personnel reported there was no device failure and that all devices were operating according to specification. Medivators clinical specialist observed the facility using the equipment on the scopes in question and they all followed the appropriate steps of reprocessing. Medivators continues to be in close contact with this facility. There are no confirmed reports of patient injury or illness as a result of the scopes contamination. This complaint will continue to be monitored within medivators complaint system.